Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor recorded an episode that had a normal rhythm, a 16 second pause then returns to a normal rhythm again. Review of the episode suggests that there was a loss of signal. The device remains in use. No patient complications have been reported as a result of this event.